Manufacturer narrative:
Corrected section: b5. Trackwise # (B)(4). The device was returned to the factory on 13jan2020 and the device was evaluated on 06feb2020. There was evidence of clinical use and no evidence of blood. The device was connected to a power cord and the power switch was turned to the "on" position. The device failed to energize. The green indicator light did not illuminate and the device failed to provide energy to a reference hemopro device and extension cable. Based on the results of the investigation, the reported complaint was confirmed. This is a reusable OEM device; therefore, a lot history review/serial number review was not applicable. Due to the age of the device, a certificate of conformance (c of c) is not readily available.

Event description:
The account manager reported his trunk stock t.w. Power supply s/n (B)(6) failed to turn on or provide power to evh kit. No patient involvement.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply failed to turn on or provide power to evh kit. No patient involvement.